Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was extruding out of the pocket and the pocket site was leaking fluid. As a result, the ipg was explanted on (B)(6) 2017. The doctor also performed incision and drainage at the ipg pocket site during the procedure. An allergy test was done and the patient is not allergic to the material the ipg is made from. The patient was referred to an infectious wound and disease doctor.

Event description:
Follow-up revealed the patient was doing well.